Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: visited and found that self test failed,tf231022 (pexpvalve sensor defect). No health consequences or impact

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: visited and found that self test failed,tf231022 (pexpvalve sensor defect). No health consequences or impact.